Manufacturer narrative:
(B)(4). The complainant indicated that the stent will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 09, 2021 that a wallflex fully covered biliary stent was implanted to treat a stricture in the bile and pancreatic ducts due to cholangiocarcinoma during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2021. During the procedure, the stent was difficult to deploy. The stent fully deployed; however, the distal end of the stent failed to expand and the inner sheath detached inside the patient. The detached inner sheath was removed using biopsy forceps. Reportedly, the stent was implanted in the incorrect location. The stent remained implanted and the procedure was completed. Reportedly, on (B)(6) 2021, the patient was transferred to another facility and the mispositioned stent was removed. Reportedly, a percutaneous transhepatic cholangiography procedure will be performed to treat the patient. There were no patient complications reported as a result of this event. The patient's current condition was reported to be stable after the stent was removed.